Event description:
It was reported that the line was removed, the pt was feeling chest pain, when an x-ray was done, they found that the mesh that involves the guidewire was near his heart.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.